Manufacturer narrative:
. H4: the lot was manufactured from (B)(4), 2020 - (B)(4), 2020. H10: (B)(4) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported particulate matter. No foreign material was observed in all samples during magnified inspection; therefore, the reported condition was not verified. However, a damaged thread area of the fill port cap was observed in one (1) sample only. The cause of the damaged thread was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was discovered within eleven (11) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as white foreign material. The pm was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.